Manufacturer narrative:
A covidien customer support engineer (cse) replaced the membrane on the silence/reset button. Covidien reference: (B)(4).

Event description:
Covidien received information stating that during patient use of an ht70 ventilator, an alarm occurred and then silenced itself without staff pushing the silence button. The ventilator did not stop cycling. However, the patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
The membrane was returned to covidien but it was damaged. The part was separated in two pieces. This likely occurred during removal from the device. The investigation could not verify the reported failure with the damaged membrane. (B)(4).